Event description:
It was reported that the pump module alarmed for a channel error while infusing amiodarone. The IV medication was moved to a different pump. There was also mention of a noradrenaline infusion. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module alarmed for a channel error while infusing amiodarone. The IV medication was moved to a different pump. There was also mention of a noradrenaline infusion. There was patient involvement, but no harm. The channel error was 240.4150.0 for the bottle side sensor error.

Manufacturer narrative:
Correction: describe event or problem. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a, g, b, c and d codes, remedial action required, remedial action #and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error while infusing amiodarone was confirmed through a review of the logs and reproduced during laboratory testing. Laboratory test results performed on the reported suspect device confirmed a malfunctioning bottle side pressure sensor. The upper (bottle side) pressure sensor was temporarily replaced for testing purposes only with a known-good part. The asm analog sensor task was performed with a known good pressure sensor. The upper pressure sensor was found to be within specification. Event log review showed on (B)(6) 2025, at 12:41 am, a guardrails infusion of ¿amiodarone maint¿ with rate of 20.83 ml/h and vtbi of 240 ml was programmed. The infusion alarmed at 2:31 am for air in line and was restarted. At 3:30 am, the programmed infusion alarmed due to air in the line, prompting the user to restart the infusion. The same issue occurred again at 4:57 am. A few minutes after the infusion was restarted at 5:00 am, a channel malfunction was recorded, causing the infusion to stop. Review of the pump module error log showed one error code recorded on the reported day, 241.4150.0 (sensor broken high failure) at 5:00 am this indicates failure in bottle side pressure sensor system. Alaris system user manual recommends that the pump module is inspected for damage before each usage. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. Per channel error tip sheet the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the reported channel error issue was identified through log review as the error code 241.4150.0 (sensor broken high failure), laboratory testing was able to replicate the reported channel error. The root cause for the observed error is due to a malfunctioning upper (bottle side) pressure sensor. Note that this report lists imdrf annex a040502, a1801, c0601, d01, d15, g02017, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.